Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07018 follow-up revealed the patient underwent surgical intervention. During the procedure, the patient's lead was relocated. The doctor also electively explanted and replaced the ipg with a different model. The patient has effective therapy now and the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07018. It was reported the patient has never received effective therapy since implant. Multiple programming sessions did not provide resolution. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.